Event description:
A report has been received from a dealer who reported an end user ended up on the floor due to a leg on this unit that bended. No injury reported or medical intervention. Any further information obtained on the incident will be reported in a supplemental report. A replacement has been issued.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9630-1 , serial number/date code (B)(4) is approximately 3 years old. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.